Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation does not show a malfunction or deterioration in the characteristics or performance of the device. According to the investigation of the log files, there is no hint of a system failure or malfunction which might result in the delivery of a high amount of dose. According to the log files, the entire dose was applied under the control and supervision of the user. The dose applied at any moment of the procedure is displayed on the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. The evaluation of the patient examination showed that in the course of the examination of the affected patient (B)(6) frames were acquired with a total dose of 10,08gy out of fluoro mode and 3,9gy out of acquisition mode. As expert opinion and in comparison with similar patient examinations (average equivalent water values ~ 304 mm; average sid ~ 112,0 cm; usage of 73% large focus in fluoro mode and 91% in acquisition mode and a large radiation time) the applied dose (skin dose and dose area product) meets our expectation and was applied without a failure or malfunction of the system. There are no hints in regards to dose problems shown in the service history of this system. The dose levels occurred as a result of the operator's clinical decisions, including the settings used for x-ray imaging and especially the duration of the radiation applied. No corrective action is planned base on the present event as no system failure or malfunction could be identified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a clinical procedure, the customer reported the patient received excess radiation causing a burn to the patients back. We are unaware of any impact to the state of health of any patient involved.